Event description:
It was reported that the device was unable to be interrogated. It was indicated that the last transtelephonic monitoring was unsuccessful and it was unsure when the last successful transtelephonic monitoring was. It was also reported that there was no pacing spikes or response when a magnet was applied to the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.